Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the pt was found unconscious in the bushes near his home. The pt was taken to the hosp and the perfusionist noted that the lvad was running; however, the system controller was alarming, and a system controller fault alarm was displayed. The system controller was exchanged and the alarm occurred again, with a controller cell low alarm. The battery cell was replaced without resolution. It was noted that when the percutaneous lead was moved, the alarm was intermittent. The pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. A cat scan and echo were taken and no abnormalities or thrombus were found. It was later reported that the pt regained consciousness. The system controller connection end of the percutaneous lead was repaired with loctite adhesive, and the pt was switched from pneumatic support to electrical actuation. No further alarms or issues have been reported and the pt remains ongoing with the lvad.

Manufacturer narrative:
The lvad was not returned, as the pt remains ongoing with the lvad and no further issues have been reported. Two system controllers were returned for eval. During our examination of the primary system controller, we found that the strain relief on the white power cable and the percutaneous socket retainer were broken. Our eval of the system controller revealed a broken wire within the white power cable that was shorting to the shield, causing the reported alarm; however, we were unable to determine the exact cause of the cable or the percutaneous socket retainer being broken. The analysis of the second system controller revealed no functional problems with the controller. The system controller functioned as intended and the MFR was unable to reproduce the reported event. A review of the device history records showed no deviations from manufacturing or qa specs. Based on the info available, no conclusion can be drawn as to the cause of this event, however, the physical damage to the lvad perc lead connector and the system controller perc lead socket retainer, cable and strain relief may be related to the pt being found in the bushes. No further info is available. The MFR is closing its file on this event.